Event description:
It was reported that: the pt's pain began within a few weeks after the surgery. The pt states that the pain has increased in frequency and severity. The pt states that she has had an MRI taken in (B)(6) 2012 and a f/u taken on (B)(6) 2012. The current MRI shows increased fluid buildup in the prosthesis. The pt states that her surgeon has determined that she needs a revision surgery. The revision is scheduled for.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.